Event description:
It was reported that the patient was unable to charge the ipg as it had flipped over in the pocket. The patient underwent an ipg replacement procedure. The explanted ipg was not returned per physicians preference.

Manufacturer narrative:
Exact date unknown, event occurred in the past several months from the date the manufacturer became aware of the event.